Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that r wave amplitude variation was observed on the right ventricular (rv) lead following an unrelated procedure. Diagnostic imaging was performed and the rv lead was pulled back from its original position. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.